Event description:
Unsolicited: patient stated that she just received new pump. It was working fine and stopped suddenly. Patient is going o finish infusion by manual push. Pharmacy sending new pump. No missed dose or adverse event reported due to product issue. Unknown if pump is available for return. Serial number and maintenance due date: unknown. No further info.reported to cvs/caremark by: patient/caregiver.